Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, the right ventricular lead exhibited elevated capture thresholds and impedance issues. The lead was capped and replaced. There were no complications to the patient following the procedure.